Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator was inappropriately in back-up operation. The device was successfully restored to nominal settings. The patient was stable.